Event description:
A pt reported they were unable to test pt's one touch basic meter sometimes due to the "clean test area" message. Issue was not resolved. Pt had symptoms of nausea and headache. The results on pt's meter were 172 and 133 mg/dl (unk when the tests were done). There was no comparison. No medical intervention. Pt was not treated. No further info has been reported.